Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) regarding erroneously depressed creatinine (cre2) results for multiple patient samples obtained on the dimension vista 1500 system. Siemens evaluated the instrument data and the information provided by the customer. Quality control (qc) and calibration recovery were within acceptable ranges, with no calibration failures, alarms, or system errors associated with the cre2 assay. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse observed overflow from the reagent 1 (r1) drain, which contaminated the reagent flex and impaired assay performance. The cse replaced r1 drain assembly and tubing and performed system priming. The cse then ran diagnostics and quality control (qc) which recovered acceptably. Siemens further evaluated the event and determined that the overflow from the reagent 1 drain potentially contributed to the falsely depressed cre2 results. The instrument is performing according to specifications. No further evaluation is required.

Event description:
The customer reported erroneously depressed creatinine (cre2) results for multiple patient samples on the dimension vista 1500 system. The initial result for sample (B)(4) was reported to the physician and was not questioned, whereas the initial results for all other samples were not reported to the physician. The same samples were repeated on an alternate dimension vista 1500 system. The repeat results were higher than the initial results, correlated clinically, and were considered correct. The repeat results were then reported to the physician as the correct results. There are no known reports of patient intervention or adverse health consequences due to the depressed cre2 results.